Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result on one patient sample that was generated by the access immunoassay system instrument. The accu tnl result for the patient was reported as 1.26 ng/ml. The customer repeated the sample on the same instrument. The repeated accu tnl result for the patient was 0.32 ng/ml. The customer then repeated the same sample on a different instrument. The repeated accu tnl result for the patient was 0.30 ng/ml. A corrected report of 0.30 was reported out of the lab. No additional information regarding this event has been reported.